Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-00858 and 2242352-2013-01169 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. There was no evidence of clinical usage or blood on the device. The delivery device was returned outside of the loading device. The seal was extended outside of the delivery device and remained anchored to the tensions spring assembly. The green slide lock and while plunger were depressed on the delivery device. The failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment. A lot history record review could not be performed as the product lot number is unk. (B)(4).